Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load the insulin into the cartridge. The customer thought the problem was with the syringe needle tip; however, it could not be confirmed if the needle had been damaged. The customer changed the syringe/needle and cartridge. The insulin load sequence was completed. The customer's blood glucose level was not impacted.